Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported the pump touchscreen was chipped. No reported adverse impact to the customer's blood glucose. Further information regarding the issues could not be obtained.